Manufacturer narrative:
Manufacturer reference number: (B)(4). The suspect device was returned to the manufacturer and evaluated. The complaint of a separated marker band was confirmed during the investigation. The evidence points to a potential root cause in the heat bonding of the marker band to the pebax tube. This issue will continue to be monitored for recurrence. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted and no similar issues have been reported against this lot number. This adverse event was reviewed by medical affairs and although there was no patient harm, however the information reasonably suggests that the device has malfunctioned and that if this malfunction were to recur it may cause or contribute to a death or serious injury.

Event description:
On, (B)(6) 2026, a patient underwent a thrombectomy procedure using the clottriever system of devices. The patient presented with clots in the superficial femoral artery and popliteal artery. The thrombectomy procedure removed chronic clot from the superficial femoral artery. During removal of clot from the popliteal artery a detached artix sheath marker band was observed. The sheath marker band was able to be removed without further patient consequences.

Event description:
On, (B)(6) 2026, a patient underwent a thrombectomy procedure using the clottriever system of devices. The patient presented with clots in the superficial femoral artery and popliteal artery. The thrombectomy procedure removed chronic clot from the superficial femoral artery. During removal of clot from the popliteal artery a detached artix sheath marker band was observed. The sheath marker band was able to be removed without further patient consequences.

Manufacturer narrative:
The suspect device is in transit to the manufacturer. Upon receipt of the device, a full evaluation will be completed. Manufacturer reference number (B)(4).